Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage found on electronic assembly or motor. The device also had a cracked display window corner and missing end cap sticker. No software error alarm during testing noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that a few weeks back, the insulin pump was accidentally submerged in water. The customer continued to use the device but noticed that since the incident, the buttons were not responding properly and had to be pressed more than once. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.